Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The event relates to a fractured exeter stem.

Manufacturer narrative:
An event regarding a fractured exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "the stem fractured in fatigue. Evidence of cement mantel breakdown was observed on the stem. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded: "as such, we may assume that procedure-related factors such as cementation issues or bone defect conditions may have caused the fracture but unfortunately there is no clear evidence to really prove this on the information provided. More information is required to solve this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis concluded "the stem fractured in fatigue. Evidence of cement mantel breakdown was observed on the stem. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." A medical review also concluded "as such, we may assume that procedure-related factors such as cementation issues or bone defect conditions may have caused the fracture but unfortunately there is no clear evidence to really prove this on the information provided. More information is required to solve this case." There was no evidence of a device related issue on review of the material analysis report and medical review. The exact cause of the event could not be determined due to a lack of information. Further information such as pre and post op x-rays, medical notes and patient details are needed to complete the investigation for determining root cause. If further relevant information becomes available, this investigation will be re-opened.

Event description:
The event relates to a fractured exeter stem.